Event description:
N/a.

Manufacturer narrative:
Trackwise - (B)(4). The device was returned to the factory for evaluation on (B)(6) 2025. An investigation was conducted on (B)(6) 2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The return consisted of the cannula, hp2 tool, btt with the intact insufflation tubing. There were no visual defects observed on the intact cannula handle, hp2 tool, btt with the intact insufflation tubing. The c-ring was observed to be cracked/split in the center of the c-ring. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device as well as the photographic evaluation as well as the evaluation results, the reported failure "break; c-ring" was confirmed. The lot # 3000446003 history record review was completed. There are existing ncmrs documented for the reported lot number. Based on the DHR/lhr review results, the lot #: 3000446003 has a ncmr #(B)(4) for: "a growing trend of complaints has been identified involving serious injuries linked to the failure of ceramic c-ring on the vasoview hemopro 2 device during procedures. This issue poses a significant risk to patient safety, necessitating immediate action to prevent further harm while an investigation is conducted to identify the root cause and implement corrective measures". Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an femoral-distal bypass procedure with 3/4 leg vein harvest, the vasoview hemopro 2 cannula's ceramic c-ring broke in half. There was no packaging damage. They were able to determine c ring broke in half and nothing broke off in the patient. The harvester had to extend the stab-and-grab incision to 1" to explore for any potential detached components. That another hp2 was pulled from the shelf to finish the case. The c-ring was then able to be retracted via the c-ring slider and the vein was removed from the leg. There was a 5-minute procedural delay. There was no additional blood loss, conduit damage, or adverse patient outcome.